Event description:
The customer reported that the "prongs" (pins) of the battery pca were sunken in resulting in the device not detecting the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.